Event description:
It was reported that balloon rupture occurred. The patient underwent dilated percutaneous transluminal angioplasty (pta) balloon catheterization. A stenosed target lesion was located in the occluded internal fistula of left forearm and needed to be opened. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, after inflation at 22 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another 6.0 x40, 75cm gladiator elite balloon catheter. There were no patient complications reported and patient status was stable.

Event description:
It was reported that balloon rupture occurred. The patient underwent dilated percutaneous transluminal angioplasty (pta) balloon catheterization. A stenosed target lesion was located in the occluded internal fistula of left forearm and needed to be opened. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, after inflation at 22 atmospheres (atm), the balloon ruptured. The device was removed, and the procedure was completed with another 6.0 x40, 75cm gladiator elite balloon catheter. There were no patient complications reported and patient status was stable. It was further reported that the balloon was inflated two times at 15 and 20 atm for 30 seconds respectively. However, during third inflation at 22 atm for 30 seconds, the balloon ruptured. The damaged balloon was pulled out to remove from the body.